Manufacturer narrative:
Voluntary medwatch form received: mw5152836.

Event description:
Voluntary medwatch form received states: 1 monitored atrial tachyarrhythmia / atrial fibrillation episode on (B)(6) 2023. Device appears to be oversensing on the right atrial lead, possibly emi (electric magnetic interference).